Event description:
On (B)(6) 2012, the patient reported the adhesive of the infusion set headset becomes wet with insulin during bolusing after 2-3 days of use. She stated there is also blood around the adhesive and there is a bump at the infusion site. She stated she uses an infusion set insertion device and rotates infusion sites regularly. She requested an infusion set with a longer cannula length to resolve the issue. The patient believes the infusion sets are leaky. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.